Event description:
Event description cpi received information that this implantable pulse generator (ipg) was exhibiting increased pacing thresholds, loss of sensing, and loss of ventricular capture. There is an allegation that the ventricular channel was oversensing the atrial channel.